Event description:
It was reported that noise oversensing was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts.